Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, reduced impedance measurement, and pectoral stimulation. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported event of the helix mechanism issue was confirmed, but the reported event of reduced impedance measurement was not confirmed. X-ray examination revealed that the inner coil at the connector region was over-torqued, which is consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length met specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over-torqued inner coil at the connector region.

Event description:
Additional information was received that a decrease in the impedance was observed on the right ventricular (rv) lead. Furthermore, the patient experienced muscle stimulation as a result of the rv lead. Finally, additional information was received that the event was observed following the implant procedure, so an additional surgical procedure was performed in order to explant the rv lead. The patient was stable.

Event description:
During the initial implant procedure, the right ventricular (rv) lead was dislodged. While attempting to reposition the lead, the helix could not be extended. A new lead was implanted to resolve the event. The patient was stable with no consequences.